Event description:
It was reported that patient had high impedance on generator that was seen at clinic visit. X-rays were ordered for patient and she was referred for surgery. Device history records were reviewed for the generator and the lead and the devices both passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.